Event description:
Facility reported an internal blood leak (12 uses). Estimated blood loss 50cc. No pt ill effect. No med intervention. New dry pack was put up without further incident. Pt remained stable and the vitial signs were stable as well. The sample is available for examination.